Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were non-responsive and are significantly harder to press on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump rewinds slower. Customer stated that the insulin pump had to often rewind more than once per reservoir change. Customer stated that battery life was diminished since first receiving insulin pump. Customer stated that the insulin pump rejected brand new batteries each time she needs to change batteries. The customer stated that the insulin pump was acting very erratic. The customer stated that the insulin pump had unexplained no delivery alarm and giving false low reservoir alarms. The insulin pump will not be returned for analysis.